Manufacturer narrative:
Diagnostic functional testing was performed at the philips authorized repair facility. Results of the testing indicated the speaker produced sound. Based on the information available and the testing conducted, the reported problem was not confirmed. Although the speaker was confirmed to be functioning per specification during testing, it was indicated that there was no sound at time of event, the speaker has been replaced per current process. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
The customer reported that device had speaker malfunction error. The device is extremely quiet. It has very low sound. The device was not in clinical use at time of event. No patient involvement.